Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer was in emergency room due to hyperglycemia and diabetic ketoacidosis. The customer blood glucose level was 490 mg/dl. The customer was assisted with troubleshooting. The customer stated that insulin pump was cracked around the battery compartment and the insulin pump turned complete off. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
Device unable to perform the displacement test, displacement accuracy test, rewind test, prime or seating test, basic occlusion test, occlusion test and force sensor test due to blank display. Device received with blank display due to battery tube connector not plugged in properly to electrical board. The battery tube connector plugged back into the electrical board, monitored and no blank display noted. Device received with normal operating currents. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, serial number label missing and minor scratched lcd window.